Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that before a cataract extraction with intraocular lens implant procedure the system shut down on its own. The problem was recognized as an ac power loss. Ac power was restored and the surgery was initiated and completed. There was no patient involved. A sample will not be returned for evaluation.

Manufacturer narrative:
The reported event occurred when the facility lost its ac power. When the ac power was restored, the system was restarted and functioned properly. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 10, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loss of ac power at the facility. (B)(4).